Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot#j4m1599ey); 173016, 173016 endo stitch instrument, (lot#j4m1599ey); unknown endo st, unknown endo stitch sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the handpiece of the device would not toggle, and the bunny ears would not go up, would not load, and unload. Additionally, the second handpiece kept jamming, causing the suture to fall out. The device never entered the patient. The product was replaced. There was no patient injury.